Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed three continuous glucose monitoring calibration entries, and a bolus delivery of 5.11 units prior to a low blood glucose (bg) alert of 55 (mg/dl) on the event date. There was no device failure detected, and no cause of the low bg levels was identified. It is possible that the user could have miscalculated the grams of carbohydrates for the bolus. Review of pump data does not suggest that a pump malfunction caused or contributed to the low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl). Customer stated that they need to meet with their health care provider to change their basal rate settings. Customer consumed food and juice to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.